Manufacturer narrative:
B3 date of event: aware date estimated as 09/05/2024 as the event was reported to have occurred (B)(6) days post implant date of (B)(6) 2024.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee) and there was a mobile thrombus noted on the top/center of the polyethylene terephthalate (pet) fabric on face of the watchman flx pro closure device. The patient was on a medication regime of plavix and aspirin and was reported to not have been compliant with the medication regime. The patient medication was changed to eliquis. The patient was discharged home.